Manufacturer narrative:
Unit had a completely broken off reservoir retainer, cracked reservoir tube, minor scratched display window, scratched case, cracked keypad overlay at the center circle button, pillowing keypad overlay, and a scratched keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a crack in the case. The reservoir thread broke. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.